Event description:
It was reported that during routine follow up, low sensing was observed. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.